Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the non-boston scientific right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had pacing impedances greater than 3000 ohms. When checked, there was no evidence of lead noise and sensing was appropriate. The non-boston scientific rv was surgically abandoned and replaced. During the surgery, lead to header connections were found to be secure. The rv lead was checked using a pacing system analyzer (psa) and the pacing impedances were greater than 3000 ohms. The ICD remains in service with a new rv lead. No additional adverse patient effects were reported.